Manufacturer narrative:
(B)(4). Literature source: ¿procedural trauma risks longitudinal shortening of the promus elementtm stent platform¿ shannon et al catheterization and cardiovascular interventions 81:810¿817 (2013) event date is the publication date of the article. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a journal article that pne endeavor resolute rx drug eluting stent was involved in a guide catheter induced longitudinal stent deformation. The article reported one case of concertina or longitudinal stent shortening of the endeavor resolute, which occurred exclusively in the lms and resulted from guide catheter trauma delivered antegradely. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.